Manufacturer narrative:
It was determined that this event is reportable due to device breakage.

Event description:
During surgery the doctor had trouble with endotine screws breaking and had to use stainless steel screws. Also, while drilling the tech moved the tag end of implant out of the way and it snapped off a small piece.